Event description:
The patient reports that he has been experiencing pain at his site since he was implanted. Follow up information identified the patient underwent surgical intervention to reposition the ipg on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.